Manufacturer narrative:
Other, other text: one level 1 trauma fast flow systems - h-1200 was returned for analysis in good condition. The switch was found to be working as intended and no issues were observed. However, a cracked tube was noted.

Event description:
Information was received indicating that the level 1 trauma fast flow systems - h-1200 had a bad switch on the printed circuit board. There were no adverse events reported.